Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the infusion set tubing. An infusion set tubing change was performed and the occlusion alarms continued. A cartridge change was performed to address the occlusions. Customer's blood glucose level was 261 mg/dl.